Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
A titan pump, two cylinders, a reservoir, and tubing segments were received for evaluation. Examination and testing of the returned components revealed a separation at the apex of the strain relief/cylinder 2 base. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Partial separations within abrasion were noted on the pump inlet tubing, the shorter pump exhaust tubing, and the tubing segment with the connector. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on the pump inlet tubing, the shorter pump exhaust tubing, and the tubing segment with the connector. No functional abnormalities were noted on the pump, cylinder 1, tubing segment without the connector, or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter pump exhaust tubing and pump inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation at the apex of the cylinder 2 base/strain relief. A separation such as this may then result in leakage. As examination of the components may not conclusively confirm or disprove the report of extrusion at the glans beside urethra, quality accepts the physician¿s observations as to the reason for surgical intervention. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation of the tubing segment with the connector and unshod instrument marks occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was not working. Pump collapsed on pumping - not filling, possible leak. Extrusion was noted at distal glans, beside urethra. No infection was noted. The explanted device was implanted about 20 years ago. All components were removed and replaced.